Event description:
During an in-clinic follow-up, episodes of high capture threshold and high pacing impedance were observed on the left ventricular (lv) lead. A microdislodgement of the lv lead was suspected, however, x-ray imaging was unable to confirm any visible lead dislodgement. The device was reprogrammed to resolve the event. The patient was in stable condition.